Event description:
It was reported that the ilet user experienced hyperglycemia after announcing a breakfast meal, with blood glucose readings peaking at 242 mg/dl and later trending down. The event was associated with incorrect size meal announcement causing an insufficient amount of insulin being delivered. Symptoms included hyperglycemia and a sensation of the head feeling warm. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified involving improper or incorrect procedure with interaction through the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.